Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: device¿device interference triggered by an abandoned pacemaker: a case report. European heart journal - case reports. 2024. 8, ytae595. Doi: 10.1093/ehjcr/ytae595. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding device-device interference. The authors described a patient who presented to the emergency department due to intermittent dizziness and presyncope. A chest x-ray confirmed the presence of a leadless implantable pulse generator (ipg) and an abandoned abdominal pacemaker. The patient was monitored and the next day experienced dizziness again with bradycardic episodes. Monitoring showed stimulation spikes with intermittent loss of capture. Interrogation of the leadless ipg displayed interference with external stimulation signals that were classified as sensing signals. The patient was symptomatic with the loss of capture. It was determined that the electromagnetic interference (emi) came from the abandoned abdominal ipg as automatic reactivation of this device occurred due to reaching end-of-life (eol) mode and led to interaction with the active leadless ipg and inhibited the leadless device which resulted in intermittent asystole. The leadless ipg was temporarily reprogrammed, and the abdominal device was explanted. The leadless ipg remains in use. No additional adverse patient effects or product performance issues were reported.